Manufacturer narrative:
Since the products were not returned to co, co is unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the lot numbers were reviewed and no anomalies were noted. In addition to reviewing the records, five samples of each product were obtained and tested. Five delta snap shunt assemblies which were built using the ventriculostomy reservoir base from the same lot as was used in j3367 were tested for engagement and shear disengagement force. All five products tested met co's specifications. Disconnection may have been due to improper positioning of the ventriculostomy reservoir or if the two pieces had been disassembled and then reassembled or damaged during assembly. Product labeling specifies that the resevoir and base are designed for "one-time only" snap assembly. Four devices associated with report.

Event description:
On 2 separate occasions with separate surgeons, the snap connector came apart. The pt was returned to surgery and the surgeons elected to reconnect the "snap".